Manufacturer narrative:
(B)(4); a revision procedure was performed and the lead was repositioned to septal location. The patient has only experienced one episode of vt since the revision. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this patient's physician suspects the placement of this right ventricular (rv) lead induced ventricular tachycardia (vt) for this patient. No adverse patient effects were reported.